Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for one patient. The following data was provided (customer¿s reference range 22-29 mmol/l): initial result 18 mmol/l; repeat result from same tube 18 mmol/l, however repeat result from a different tube 22 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c carbon dioxide results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the list number and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the complaint information and this investigation, the most likely cause of the lower-than-expected carbon dioxide levels on the initial sample analyzed is due to extended exposure of the sample to the atmosphere. Labeling advised that 6 mmol/l (average) may be lost per hour once the sample is continuously exposed to the atmosphere. The second sample, with the higher carbon dioxide result was not exposed to the atmosphere like the original sample. The result is therefore higher. Use error may have contributed to the customer¿s issue as the initial sample was exposed to the atmosphere for an extended period of time which is specifically cautioned against in the assay package insert. The second sample was not exposed to the atmosphere like the original sample, and the result was therefore higher. Based on our investigation, no systemic issue or deficiency with the alinity c carbon dioxide assay was identified.